Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's battery was changed because of high settings. The battery was set too high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.